Manufacturer narrative:
An analysis of the event from the complaint's ECG report and the operator's computer disk from the event has been performed. The malfunction reported has been attributed to the analysis algorithm. The analysis algorithm has previously been tested against a data base of pt rhythms. The results of the testing indicated 100% specificity and 95.7% sensitivity. The reported malfunction is within the specified error of the algorithm enhancements. The 1600 defibrillator involved with the event has been tested and meets all product specifications.

Event description:
Complainant alleged that the medics were responding to a call for a nonresponsive 90 year old male pt found sitting in a chair. Upon arrival, the medics found the pt pulseless, apneic and not breathing. The medics began CPR on the pt approx 15 minutes after the pt was 'down'. An IV was attempted on the pt, but the attempt was unsuccessful. Epinephrine and atropine was administered to the pt, with no pt change. CPR was continued. The medics then analyzed the pt's heart rhythm joules with the device in semi-automatic mode. A 200 joule shock was advised and administered to the pt. Add'l epinephrine and atropine was administered to the pt with no pt change. A second shock at 300 joules was given, again with the device in semi-automatic mode, and the medics administered more epinephrine and atropine. There was still no change in the pt. Three more shocks were delivered to the pt at 360 joules each, with the device in semi-automatic mode. The pt subsequently expired. Upon subsequent review of the device ECG report, the complaint alleged that the device inappropriately advised shock on two occasions to an agonal/idioventricular heart rhythm.